Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with his device. On (B)(6) 2011, had an accident in school. Testing shows that the device has malfunctioned. The pt was re-implanted on (B)(6) 2011.